Event description:
It was reported that the pt had an uneventful d & c, hysteroscopy and endometrial ablation. Three days post procedure the pt was admitted to the hosp and on the eight day the pt was diagnosed with a right tubo-ovarian abscess and sepisis (clostridium perfringrens, enterococcus and alfa-strep). The vaginal cultures did not grow the same bacteria as blood. Urinalysis was positive for yeast. IV fluids and antibiotics were administered. Due to intra-vascular hemolysis, caused by clostridium perfringens, a one-time dialysis was indicated. Hysterectomy and right salpingo-oophorectomy were performed. The pt recovered and was released from the hosp. The pathology report confirmed acute and chronic salpingitis, tubo-ovarian abscess, and ovarian cyst. It was reported by the physician that the adverse event was not device related.